Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture management showed high output in the right ventricular chamber. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that capture management was turned off on the device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the implantable pulse generator (ipg) device showed normal reading with manual testing, but capture management exhibited high output. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.